Manufacturer narrative:
Safety assessed this event as not related to the index procedure or index device but probably related to anti-platelet medication. Cec assessed the event as a bleeding complication. The event as assessed as an incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the proximal rca was treated with five resolute onyx drug eluting stents. Approximately 5 days post index procedure the patient suffered gastric hemorrhage. The patient was treated with medication and recovered. The investigator assessed the event as not related to the index device but probably related to antiplatelet therapy. The patient was taking dual antiplatelet medication 24 hours prior to the event. The sponsor assessed the event as not serious.

Manufacturer narrative:
Patent also had a medical history of atrial fibrillation, cardiac admission within 30 days prior to index procedure. Index procedure was prompted by myocardial infarction. Cec adjudicated the event as bleeding complication: barc type 2. Rotablasion was also carried out during the index procedure. If information is provided in the future, a supplemental report will be issued.